Manufacturer narrative:
Amanatullah, d. F., trousdale, r. T., hanssen, a. D., lewallen, d. G., & taunton, m. J. (2014). Non-oncologic total femoral arthroplasty: retrospective review. The journal of arthroplasty, 29(10), 2013-2015. Doi:10.1016/j.arth.2014.05.012. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on a review from the journal article, "non-oncologic total femoral arthroplasty: retrospective review." A patient was identified in the article for post-operative knee flexion contracture on unknown dates. There has been no further information provided and the patients outcome is unknown.